Manufacturer narrative:
A partial lead was returned for analysis. Internal insulation abrasion breaching the rv lumen was noted at 10.1 to 10.9cm, 11.5 to 12.3cm and 25.6 to 26.0cm from the distal tip. External insulation abrasion over the empty lumen was noted at 9.6 to 11.7cm from the distal tip consistent with friction to another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate therapy was delivered due to oversensing. Leads were explanted and replaced.